Manufacturer narrative:
(B)(4). Concomitant products: unknown cement, max ps dcm tib brng 10x63/67mm: catalog #: 11-146530, lot#: 900410. Max ilk ana rf ps fml 60lt vii: catalog #: 145131, lot #:390290. Biomet cc I-beam tray 63mm: catalog #: 141221, lot#: 455570 or 005430. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The following sections could not be completed because the part/lot information could be: lot number - 509430, expiration date - jul 31, 2010, manufacture date ¿ aug 3, 2005. Or the part/lot information could be: lot number - 676180, expiration date - aug 30, 2010, manufacture date ¿ aug 3, 2005. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-01488. Product was discarded.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately twelve years post-op due to patient falling causing the patient's patella to fracture and the cement mantel to be disrupted between the patella polyethylene and the native bone. The polyethylene bearing and patella were removed and replaced. It was noted there were no signs of component failure or excessive wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was able to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was determined to be due to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.